Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) displayed the "iabp may required maintenance message". There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer called requesting assistance for an iabp may require maintenance (compressor self-check) on a cardiosave during use. The engineer recommended switching to another cardiosave. The engineer provided the nurse instructions on how to successfully switch to another pump. The engineer followed up and she stated she was able to successfully replace the pump. The engineer requested her to send the first pump down to biomed with a note stating the message name. No patient harm or injury reported. She appreciated the support provided and had no other questions.

Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic ballon pump had iabp may require maintenance message during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Another initial reporter: (B)(6). Due to characterization limit e1 event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.